Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no visible physical damage. Event history log was not downloaded to review. Functional testing could not replicate or verify the reported issue; the device passed all testing and functioned as intended. The root cause could not be determined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the volume test multiple times. The event occurred during testing; there was no patient involvement.